Event description:
It was reported that the patients ipg was no longer holding a charge and it had to be charged for an extended period of time. It was also reported that the patient was experiencing inadequate stimulation. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned as it was kept by the medical facility.